Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00400.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod10s and a lantern delivery microcatheter (lantern). During the procedure, the pod10 pusher assembly broke while being advanced in the lantern and consequently, the pod10 unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached ruby coil. It was reported that the lantern may have kinked and; therefore, the procedure was then completed using a new lantern and additional penumbra coils. There was no report of an adverse effect to the patient.